Event description:
A customer reported that she obtained low readings on her precision xtra meter. It was reported that the customer was taken to the hospital having lost consciousness. The customer obtained readings on their precision xtra meter of 294 mg/dl compared to a lab reading of 1764 mg/dl and a "hi" (a "hi" message indicates any reading greater than 500 mg/dl) compared to a lab meter reading of 1644 mg/dl within a 10 minute timeframe. When plotted on a parkes error grid the results fall in the "d" zone which are considered to be clinally significant. It was reported that the customer was diagnosed with hyperglycemia causing hyperglycemic hyperosmolar nonketotic state and also suffered hypotension and kidney failure caused by severe dehydration. It was unclear what treatment she received at the hospital. Note: precision xtra labeling includes the following statement: "test results may be erroneously low if the patient is severely dehydrated, or severely hypotensive, in shock or in a hyperglycemic-hyperosmolar state (with or without ketosis)." "Similar observations have been reported in the literature for other blood glucose monitoring systems."

Manufacturer narrative:
The customer's product has been returned for an investigation. A follow-up report will be submitted once investigation results are available.